Event description:
A total knee replacement surgery was performed with te orthopedic navigation software brainlab knee v.2.6. During the procedure, the surgeon performed the default distal femur cut and tibia cut. For gap balancing (equalizing the flexion and extension gaps), the surgeon wanted to change the tibia rotation value in the sw. A brainlab rep attending the surgery told the surgeon that to achieve equal gaps, the tibia rotation has to be 0 degree (this value is set to 0 degree per default by the brainlab software). At this moment, the surgeon realized that he had misunderstood the software before, and mentioned that he had formerly been using the software in that misunderstood way for gap balancing, he was formerly told by a brainlab rep to use the software in that way. This specific surgery on (B)(6) 2014 went well and is not affected. However, on (B)(6) 2014, the surgeon informed brainlab that pt outcomes of such former implantations might have been affected by this issue. On (B)(6) 2014, the surgeon answered to brainlab that he is quite confident that femoral malrotation requiring revision surgery was caused by his former way of sw use.

Manufacturer narrative:
On (B)(6) 2014, the surgeon informed brainlab that pt outcomes of such former implantations might have been affected by the surgeon using the software in the misunderstood way. On (B)(6) 2014, the surgeon answered to brainlab that he is quite confident that femoral malrotation requiring revision surgery was caused by his former way of sw use. There are no further pt(s)/event(s) details available to brainlab at this point of time. A comprehensive investigation by brainlab regarding the corresponding (potential) events and use of the brainlab device is currently still ongoing, also in cooperation with the surgeon. Conclusions following the completion of the brainlab investigation are pending. Brainlab plans to issue a follow-up report to the FDA upon completion of investigation. Brainlab became aware of this use issue on (B)(4) 2014 with a brainlab rep attending te surgery. This specific surgery on (B)(6) 2014 went well and is not affected. However, on (B)(6) 2014, the surgeon informed brainlab that pt outcomes of such former implantations might have been affected by this issue. On (B)(6) 2014, the surgeon answered to brainlab that he is quite confident that femoral malrotation requiring revision surgery was caused by his former way of sw use.